Manufacturer narrative:
(B)(4). D2 - foreign - hungary. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the cover of the aseptic battery housing is broken. No consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
It has come to our knowledge that this complaint is a duplicate. Upon further investigation, we have confirmed that this event has indeed already been reported under: MFR report number: 0008031000-2024-00196. Given this information this report will be voided. Please note that any subsequent report will be performed under MFR report number 0008031000-2024-00196.

Event description:
It has come to our knowledge that this complaint is a duplicate. Upon further investigation, we have confirmed that this event has indeed already been reported under: MFR report number: 0008031000-2024-00196. Given this information this report will be voided. Please note that any subsequent report will be performed under MFR report number 0008031000-2024-00196.